Event description:
Dexcom g6 cgm sensor failure; dexcom g6 label says sensor life 10 days but it stops functioning correctly after 5 days blood sugars are all incorrect, it happens all the time we complain and they send us a new sensor, label should change to 5 days. It is an ongoing complaint. When traveling it is a major problem and also insurance pays for the supply according to the label. It is not fair for the diabetics who travel and are left short of supply. FDA safety report ID# (B)(4).